Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a blower temperature high diagnostic code. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The bio-med the reported issue was not duplicated after several hours of testing. The bio-med checked the filters, and they are clean. The unit is back in service. The service quote was cancelled due to no further service is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.